Event description:
It was reported that a power source alert occurred. There was no reported impact to the customer¿s blood glucose level, as the customer declined to answer whether it exceeded 500 mg/dl. The issue resolved itself prior to contact, and no cable change was mentioned during the interaction.